Event description:
The surgeon attempted to implant an aq1016v silicone three piece lens but while the lens was advancing through the cartridge the haptic was getting caught. The contact stated it was unknown if the haptic was damaged or why it was getting caught, if it was a loading issue or a product malfunction. There was no patient contact. An msi-pm injector and an aq cartridge fp were used but the contact was unable to recall the lot numbers.